Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that arm 4 began faulting with repeated 23138 faults. The tse guided the user through a hard power cycle, but the error reappeared after powering up. Onsite logs indicated a malfunction of the axis 3 motor encoder on usm4. The user decided to disable arm 4 and continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 23138 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion current voltage assembly (cva), insertion cva flat flex cable (ffc), and hall sensor were inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the insertion cva, insertion cva ffc, and hall sensor are the root cause for this issue.

Event description:
Refer to h11 for follow-up information.